Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported bleeding at impella site. Also bleeding from venous puncture sites. Cangrelor running and boluses of heparin had been given. Partial thromboplastin time >200. Cangrelor stopped and swapped to aspirin and plavix po. Not starting systemic heparin until ptt reaches normal ranges. The patient remains on support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. /major bleed: bleeding at impella site in the intensive care unit (ICU). Also, bleeding from venous puncture sites. Cangrelor running and boluses of heparin had been given. Partial thromboplastin time (ptt) >200. Cangrelor stopped and swapped to aspirin and plavix po. Not starting systemic heparin until ptt reaches normal ranges. The introducer was peeled away. Hemostasis was achieved through manual pressure. The cause of the access site adverse event injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.